Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the latch sensor was defective. There was unknown patient involvement.

Event description:
Additional information was provided: there was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. H6. Investigation codes: updated. Investigation summary: customer¿s reported problem "latch sensor defective" was verified by functional testing. The cause is the latch lock flex strip sensor. Replaced the latch lock flex strip sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.